Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device had a white screen. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a broken liquid crystal display (lcd) connector in input/output board. The lcd requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted. No correction is required.

Event description:
It was reported that a spectrum iq pump had a distorted screen and unknown alarm during an unspecified process step. There was no patient involvement. No additional information is available.